Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified anterior tibial artery in the right leg. A 3.0 x 40 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted with the pta catheter during unpacking, inspection and preparation. The pta catheter was advanced with no resistance felt to the lesion and crossed. Upon the first inflation to approximately 6 - 8 atmospheres the balloon ruptured. The pta catheter was removed from the anatomy. An unspecified cutting/scoring balloon was used and then a new 3.0 x 40 mm armada 14 pta catheter was used to successfully perform angioplasty on the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.